Event description:
It was reported that during the procedure, a 3.5x15 xience xpedition rx sds was advanced toward a lesion in the saphenous vein graft (svg) to obtuse marginal (om) coronary artery, but was unable to cross this lesion, and flow was reduced due to the attempt to cross. Reportedly, other non-abbott devices were also unable to cross this lesion, and treatment of this lesion was aborted. The reduced flow in the svg to om graft was treated via administration of a vasodilator drug, nipride. The patient is reportedly in stable condition. There was no occurrence of a clinically significant delay and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.